Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise. The noise was reproducible via isometric movements. No device intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not provided.